Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the event history logs. The cause was determined to be a false empty detect and use error due to an inappropriate bypass of the caution: negative uf alarm. The homechoice and homechoice pro apd systems patient at-home guide gives instructions on how to bypass a caution: negative uf alarm. There is also a warning that states "bypassing a caution: negative uf alarm can leave fluid in the peritoneal cavity and results in an increased intraperitoneal volume (iipv) situation." Should relevant additional information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 23:08:38. During night drain cycle four, the patient's ultrafiltration reading was 1906ml, indicating the home patient (hp) drained 1906ml more than their maximum programmed fill volume of 2300ml. This information meets iipv criteria. No additional information is available.